Event description:
It was reported that hair was noted within a syringe component.

Manufacturer narrative:
It was reported that hair was noted within a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation, however, visual inspection of the sample identified no hair either within the syringe or on the syringe. The reported problem/issue was unable to be confirmed and a root cause was unable to be determined from the sample provided. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.